Event description:
The manufacturer received information alleging a ventilation service required error code was found during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated during preventative maintenance at the third-party service center. During the evaluation it was noted that the error code, user interface backlight failed (e-0304), was observed on the device's error log. The third-party service technician further evaluated and determined the display had caused the error code to occur on the device. In conclusion, the device's display was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, another error code, calibration data event (e-0107), was observed on the device's error log and the software was re-installed on the device to address the issue. This was unrelated to the reportable event. The proximal filter was replaced for contamination unrelated to the reportable issue. The air foam filter, muffler, and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.